Manufacturer narrative:
Section h6 results code grid on of initial MDR indicates: malfunction observed without conclusive findings. Section h6 results code grid on of initial MDR should indicate: no device problem found.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.  A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The power pcb assembly was replaced as precaution and new batteries were provided to the customer. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.